Manufacturer narrative:
The reported event that one of the leaflets was folded and did not coapt properly could not be confirmed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 29mm epic valve was selected for implant. During procedure preparation, one of the leaflets was observed to be folded and not coapting properly. The physician placed sutures and tested the valve inside of the patient; however, the issue of coaptation persisted. The valve was removed and exchanged for a 31mm epic valve. Per the site, there was a clinically significant extension in procedure time. The patient is reported to be discharged.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 29mm epic valve was selected for implant. During procedure preparation, one of the leaflets was observed to be folded and not coapting properly. The physician placed sutures and tested the valve inside of the patient; however, the issue of coaptation persisted. The valve was removed and exchanged for a 31mm epic valve. Per the site, there was a clinically significant extension in procedure time. The patient is reported to be discharged.